Event description:
The physician pressed the monopolar pedal to begin the resection of the tumor, and a popping noise along with a bright flash of light and smoke occurred close to their hand. The procedure was paused while the team inspected the monopolar cord, which had severed in half close to the patient. There was no harm to the patient or physician. FDA safety report ID# (B)(4).